Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the poppet is other/ defective. Serial number pulls up a different model number than the provider listed.